Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off and back on while using it on a patient. The device also powered off when they tried to print. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
The initial medwatch report was submitted for the incorrect device and serial number. The report for the correct device was submitted on MFR report # 0003015876-2019-01390.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off and back on while using it on a patient. The device also powered off when they tried to print. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.